Event description:
A customer reported that the patient adaptor of the transfer set would not connect properly to the titanium adapter when the customer changed the transfer set. There was patient involvement but no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed.